Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 395 mg/dl, 184 mg/dl and 117 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his medication as prescribed. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.